Manufacturer narrative:
Both leads are from the same lot.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for insufficient pain relief.. Troubleshooting was performed, included reprogramming. X-rays show migration occurred. During the lead revision, repositioning was not available due to scar tissue, therefore; both leads were replaced restoring adequate pain relief.

Manufacturer narrative:
Correction: section d. 1 - brand name. 2 - common device name. 4 - model #, lot, catalog#. Section f: 10 - component code. Additional information: section d: 4 - expiration date, unique identifier (UDI) #. Section f: 6 - uf/importer event awareness date. 7 - type of report, follow-up #. 8 - date of this report. 10 - medical device problem code. Section h: 4 - device manufacture date.